Manufacturer narrative:
Results - base hood, velcro strips.

Event description:
It was reported by service report that the stretcher could not be pumped up and there was no velcro on the litter. No patient involvement or adverse consequences are reported.